Manufacturer narrative:
Additional product code: ljs. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the cardinal argyle double lumen PICC cracked in the nicu.